Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed operation and/or pump stops while connected to the power module. The patient was put on a non-grounded patient cable with the power module or batteries only.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log file confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 16jun2024 through 11jul2024. Low speed events were captured on 19jun2024, 21jun2024, 08jul2024, 10jul2024, and 11jul2024 while the patient was connected to the mobile power unit. One of the low speed events on 11jul2024 resulted in a pump stop. No other notable events or alarms, or significant trends in pump parameters were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-21317, and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number 22934 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 06aug2024 that it was unknown if the patient had any more alarms while on an ungrounded patient cable. No diagnostic testing was performed, and there was no information patient status/plan of care. The patient did not experience any symptoms due to the alarms.